Event description:
During the procedure the hypotube separated after being pulled on during removal of the device. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician inserted a stent delivery catheter and placed a stent. The physician removed the stent delivery catheter without incident. The physician attempted to remove the occlusion balloon and felt resistance between the occlusion balloon and the proximal edge of the deployed stent. The physician pulled on the hypotube strongly, and the shaft separated into two pieces. The distal segment moved and remained in the branch of the coronary artery. Although the physician tried to remove the damaged section using a snare, he was not successful. The physician judged that the problem of the coronary artery did not influence the patient's condition and ended the procedure.